Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss ordered footpedal accessory exchange to solve the wireless problem. Fss replaced instrument manager, power supply, bobcat, rear panel connector, advantech single board computer (sbc). Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. The system was monitored until 3/24/2016, which the monitoring period ended successfully without further issues noted on the unit. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery the whitestar signature system screen was frozen and it was not possible to type. It was also reported that the footpedal does not pair wirelessly, that the footpedal fails to connect wireless but works ok with cable. When asked ''are patient treatments delayed or cancelled?'', the response was ''yes''. It was noted that the customer just switched off and on again and the unit worked. A second time the system froze and they continued with a back up signature system. The customer stated that in both cases they could finish the surgery normally, without any injuries. This report pertains to the first freezing event issue. A separate report will be submitted for the second event.

Manufacturer narrative:
Results codes: an additional code was used to capture the power source problem. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.